Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient stated the battery would not hold a charge for more than 60 minutes. The patient was scheduled for a battery replacement. When the patient showed up the battery was in a dead state. No previous actions had been taken about the charging issues and the doctor had decided to change the battery due to the charging time. The issue was resolved at the time of the report.